Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown synthes plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a removal of an unknown distal fibula plate was being removed from an unknown patient because of the presence of infection. There was no specific allegation against the device. The hardware was removed successfully. This complaint involves two (2) devices. This report is for one (1) unk plate. This report is 1 of 2 for (B)(4).